Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the up and down arrows on the insulin pump were not working. The device was set in spanish mode. Customer's blood glucose was 137 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. Customer called back on (B)(6) 2015 and stated he hadn't received the replacement device and stated his blood glucose was 515 mg/dl because he has been off the device. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. Unit also received with english language. Unit had minor scratched display window and cracked battery tube threads.